Manufacturer narrative:
Additional narrative: additional product code: hrs. Due to intra-operative issues, the device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation as it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a tibia plateau fracture repair, a locking screw went through a variable angle - locking compression proximal tibia plate (lcp). Initially, the surgeon used a power driver with torque limiter to implant six (6) locking screws into the plate. The surgeon then used stardrive screwdriver from a locking small fragment set to final tighten the screws. On (B)(6) 2018, intra-operatively, x-ray was done and it confirmed that one of the screws had gone through the plate. The surgeon then backed the screw out and discarded it. The screw was intact, but the hole in the plate had stripped after the surgeon tightened without torque limiter. Instead of a clover shape, it appeared as a circle. That hole was left empty. There were also supplemental screws that were used to provide a temporary fixation on the side of the tibia but they were removed as they were never intended on being implanted. There was an approximate one-minute surgical delay to remove the screw. The final construct included one (1) plate and five (5) screws. The procedure was completed successfully. Patient outcome was stable. Concomitant devices reported: torque limiting attachment (part 511.773, lot unknown, quantity 1), locking screws (part 02.127.170, lot unknown, quantity 4), locking screw (part 02.127.156, lot unknown, quantity 1), and stardrive screwdriver (part 314.115, lot unknown, quantity 1). (B)(4).